Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: the pump's black box history indicated that the user did not start basal deliveries from the pump on the complaint date until 07:57. This would cause the recorded total daily dose of insulin to appear to be inconsistent with the programmed daily basal delivery totals as the pump was not making basal deliveries for the full day. No alarms were observed in the alarm history indicating an interruption in delivery. The pump was put on a basal program of 1u/hr for 24 hours during the investigation. The pump history indicated that the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was found to be cracked. The audio bolus button was damaged, but still responsive.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with hyperglycemia. The reporter stated that the patient had a blood glucose of 580 mg/dl with symptoms of dehydration, nausea, shortness of breath, and unknown ketones. The patient had remained hospitalized at the time of the call. While at the hospital, the patient was treated with insulin via the pump, insulin via injection, an insertion site change, and intravenous fluids. The reporter reviewed the pump history with a customer technical support representative and found that the basal delivery totals in the total daily dose recordings did not match, however this was due to a known cause. The change in totals was attributed to a cartridge change, battery change, and the customer making changes to their basal program. The remaining basal and bolus recordings matched their expected values. The reporter stated that the patient had been hospitalized after remaining at an elevated blood after site changes and bolus deliveries. The patient believed that the pump was not delivering properly. The reporter stated that the patient had a recent severe hypoglycemic event that contributed to the hyperglycemic event. The reporter was referred to their healthcare provider for diabetes management issues. This complaint is being reported based on the allegation that the pump was not delivering accurately and contributed to the patient¿s hospitalization.